Event description:
The customer reported that when connected to the image processor, noise appears on the screen during inspection for use involving an olympus gastrointestinal videoscope. There was no patient involvement reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.